Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing during a device upgrade. The lead was capped and replaced. The patient's condition was stable following the procedure.